Event description:
Outpatient lab staff were collecting a specimen from this patient. The bd push button collection set tubing had a puncture hole. During the draw, the blood was drawn into the tubing and the phlebotomist noticed that there was a drop of blood on the outside of the tubing and then the set lost vacuum. Patient had to be recollected as a result. The wing set was disposed of in the biohazard sharps container because it was full of blood.what was the original intended procedure?venipuncture for lab tests.